Manufacturer narrative:
G4:28may2021. B4:24jun2021. Per the key market, the customer replaced the circuit, and the unit was kept running in the workshop for days. The customer could not recreate the fault.

Event description:
The customer reported that the unit failed with proximal sensor alert alarmed and red banner. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
B4: 21may2021. The customer stated they were not able to recreate the fault. The service guide suggests power cycling the machine to reset the proximal pressure sensor, which the customer has done, and the error has gone away. The customer has been testing the unit since with no errors. No part was replaced. The unit was returned to service.